Event description:
It was reported to covidien that an infant pulled that remanufacturing label off the sensor and choked on the label. Customer reported there was no harm and that the patient was fine.

Manufacturer narrative:
(B)(4). Lot number was not provided; therefore' device manufacture date is unknown. Covidien sales rep spoke with customer. Customer stated they had thrown away the sensor and the tag therefore nothing is returning for evaluation. Per covidien's complaints quality assurance engineer, the remanufactured label is attached close to the sensor's connector (monitor connector).